Event description:
It was reported that the stenoscope system had a damaged housing cover. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The housing cover was replaced during the service call. The system was tested and found to be working as intended, and put back into service.